Manufacturer narrative:
Based on the available information, this event is deemed as a serious injury. Further information has been requested from ((B)(6), nurse manager at (B)(6)) regarding any treatment for this issue and the patient outcome. No response to the requests has been received at this time. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that after applying the sensi care sting free protective skin barrier under the aquacel foam dressing the end-user developed a red tender area around the wound on the buttocks. It is further reported that the product was in use for two (2) days before the incident occurred.